Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# pr261922 summary of investigational findings: the investigation is based on the event description and a review of the imaging provided. As described in the complaint report, and observed on the submitted fluoroscopic images, after deploying a celect platinum ivc filter via a jugular approach, it appears the primary filter legs did not expand laterally within the lumen of the ivc and are clustered together. The secondary filter legs are seen expanded at least 15 mm in diameter while the primary filter feet are clustered measuring less than 4 mm between the filter feet. A pre- nor post-implantation venogram was not submitted for review to verify that the patient has normal venous anatomy. In addition, there is no evidence of significant tilt of the filter relative to the posterior spinous processes. There are several potential causes for the primary filter feet not apparently expanding after unsheathing. Potentially, the primary filter legs were deployed within the ostium of a vein running parallel to the ivc, such as the right gonadal vein. Typically, the filter would have more of a recognizable tilt, but without the venogram either pre or post deployment, this cannot be entirely excluded. If the patient¿s anatomy was such that the anterior and posterior walls of the ivc were in very close proximity to one another when the filter was unsheathed, this may facilitate the engagement of the primary filter feet hooks with the walls of the ivc inhibiting them from any significant lateral expansion. The ivc is typically ovoid in configuration on an axial image, and if patient was hypovolemic/dehydrated and the ovoid configuration was exaggerated, this would have caused the anterior and posterior walls of the ivc to collapse on one another. The shape and size of the ivc is very dynamic at times and demonstrates incredible variability in configuration just with the respiratory cycle. This may have extenuated the primary filter feet engagement with the walls immediately upon unsheathing depending on the phase of the respiratory cycle. Potentially, if there was thrombus formation within the deployment sheath which entrapped the primary filter feet in the thrombus, so as the sheath was retracted, the feet did not expand laterally as they were "tethered together." Finally, there was not likely a manufacturing defect in the ivc filter, as this was part of a uniset, and it would have been noticed if the primary filter legs were stuck together prior to loading into the jugular filter introducer. However, if after loading into the jugular filter introducer, the protection sheath was twisted this may have resulted in the primary filter legs at least temporarily becoming entangled with one another, although this is less likely, as one would imagine they would untangle upon unsheathing. The filter was deployed via a jugular approach, which allows the implanting physician the ability to recapture the filter if during the deployment, the "filter is not in the desired position". It is uncertain why the filter was detached from the deployment system with the legs in this configuration. Ideally, the filter would have been recaptured and redeployed to see if the primary filter legs would open in a more correct orientation. It is noted that reportedly the filter did not migrate during deployment or over time and nor was it retrieved. Therefore, it is assumed that the filter did expand fully and attached to the vessel wall after a while. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) similar to device under PMA/510(k) k171712. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the vena cava filter was implanted jugular in the patient and after being released, it was found that the fixation anchors did not open completely. The physician and staff asked for information on the possible causes for the stems not to open, since the procedure for the jugular vein implant was properly performed and checked before implantation. No fixed thrombus was found on the stems and no other problem. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.